Event description:
It has been reported that the ncb plate broke in situ. Ncb. Weight bearing with brace is tolerated post surgery. Revision surgery is being planned at the time of this report.

Manufacturer narrative:
The manufacturer did not receive the device since the patient has not been revised to date. The lot number for the device has been received and the device history quality records were reviewed. The device manufacturing quality records indicated that this component met all requirements to perform as intended. A cause for this specific clinical event cannot be ascertained from the information provided. We will submit an updated report, once the patient has undergone revision surgery and the device is returned to the manufacturer. (B)(4).